Manufacturer narrative:
(B)(4). Eval summary - the analysis found that one device was returned with the indicator discs broken, with the shrouds open and with no cartridge loaded on the device. No functional test could be performed due to the condition of the device. While no conclusion could be reached as to how the shroud and indicator disc became damaged; it should be noted that a 100% inspections takes placed during mfg to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The mfg records were reviewed an no anomalies were found during the mfg process.

Event description:
It was reported that during an unk procedure there was a small spread jaw. Another device was used to complete the case. There were no adverse consequences to the pt.